Event description:
It was reported that this high out of range pacing impedances were noted on the right atrial (ra) lead of this pacemaker. The impedance change was noted to have changed suddenly, and a lead safety shift to unipolar. As a result, several episodes of noise oversensing occurred. This pacemaker and ra lead remains in-service, and the patient is expected to follow-up in clinic for troubleshooting and further evaluation. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this high out of range pacing impedances were noted on the right atrial (ra) lead of this pacemaker. The impedance change was noted to have changed suddenly, and a lead safety shift to unipolar. As a result, several episodes of noise oversensing occurred. This pacemaker and ra lead remains in-service, and the patient is expected to follow-up in clinic for troubleshooting and further evaluation. This investigation will be updated when further information becomes available. No adverse patient effects were reported.